Event description:
Reporter called on behalf of her husband. She reported her husband has experienced the er1 message one time. Husband retested and rec'd a blood glucose result, value forgotten. It appears proper technique is being used otherwise.